Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation of the patient's right ventricular (rv) lead showed noise over-sensing. The patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.